Event description:
At approx 2:00am in 2002 the pt had approx 10 oz. Of orange juice and registered a bg of 108. The pt then disconnected from the pump by removing the batteries from the pump with the infusion set still inserted under pt's skin and reported the sensation of insulin being delivered at their site. At approx 3:00 am the pt got in their car pt did not check their bg prior) and began driving home, a 30 minute drive. During the drive the pt blacked out and drove their car into a ditch. The paramedics administered 1 ma of glucose on the scene. Pt had no additional serious injuries. When pt arrived in the ER, their bg was 135. Twenty minutes later bg was 20.